Manufacturer narrative:
The insulin pump was returned for bolus wizard anomaly and possible over delivery anomaly found on (B)(6) 2021. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. The insulin pump history download was successful using thus and carelink upload was successful. The customer bolus wizard were recorded and found in the formatted history file on the event date: (B)(6) 2021. (B)(6) 2021 16:16:52.000 normal bolus delivered, normal bolus amount programmed = 3.4, bolus amount delivered = 3.4, (B)(6) 2021 17:48:44.000 normal bolus delivered, normal bolus amount programmed = 0.6, bolus amount delivered = 0.6, (B)(6) 2021 17:54:25.000 normal bolus delivered, normal bolus amount programmed = 15, bolus amount delivered = 15. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. The bolus wizard feature was functioning properly. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, force sensor, motor or vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case, a stained keypad overlay, a cracked case-corner of belt clip rails near the battery tube compartment, a pillowing keypad overlay and a serial number label fading. Possible over delivery anomaly not confirmed. The insulin pump passed all the functional test. The insulin pump functions properly. No under delivery anomaly or bolus anomaly noted. No bolus wizard anomaly noted. The bolus wizard feature was functioning properly. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that bolus wizard of insulin pump was not calculating correct amount. The blood glucose values were entered correctly but carbs were not entered correctly. Insulin pump had not made correct calculations based on information entered by customer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.